Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in an adult female patient who had essure (batch no. A57114) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pollen allergy on (B)(6) 2014, abdominal pain, abdominal pain lower, vaginal bleeding, vaginal discharge, vaginitis bacterial, uterine polyp, ankle injury, ankle sprain, spondylosis, radiculopathy and low back pain. Previously administered products included for prevent pregnancy: depo-provera from (B)(6) 2012 to (B)(6) 2013; for an unreported indication: estradiol. Concurrent conditions included epigastric pain, diarrhea, vomiting, nausea, lumbar pain, cholelithiasis, acute cholecystitis, gallstones, stomach pain, edema, ovarian cyst, acute sinusitis, nasal congestion, facial pain and pharyngitis. Concomitant products included hydromorphone, ibuprofen since (B)(6) 2013, intrauterine contraceptive device (iud nos), ketorolac since (B)(6) 2013, medroxyprogesterone acetate (depo-provera), promethazine hydrochloride (promethazine hcl) and sodium chloride. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding essure confirmation test, hsg was performed and results were provided, but according to recent follow up she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: iud noted within the uterus. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2013: bileteral. Pregnancy test - on (B)(6) 2013: negative pregnancy test. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. Concomitant condition added. Case became medically confirmed. On 1-nov-2019: pfs received. Essure removal details added. Follow up 9 and 10 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.